Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the analyzer and found leaking sample syringe and customer using nesting cups incorrect tube size. The fse replaced the sample syringe and had customer use the correct sample tubes for nesting cups to resolve the issue. No further issues noted after part replacement. The system returned to normal operation. Section a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
Customer reported erroneously low patient results with g, k, l, pl. H flags for sodium (na), potassium (k), chloride (cl), glucose (glu), urea, creatinine (cre), calcium (ca), total protein (tp), albumin (alb), total bilirubin (tbil), alkaline phosphatase (alp), alanine aminotransferase (alt) and aspartate aminotransferase (ast) involving the au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided result for one (1) patient.